Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacemaker was received with no output and no telemetry at end of life (eol). Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration meets 75% of the projected longevity based on nominal settings indicating normal battery depletion. No problem was detected.